Event description:
I required several trips to emergency room for intense hip and lower abdominal pain. Bleeding so heavy during cycle, I have to take extra iron pills and have extreme cramping and back pain that otc meds don't help. Severe migraines lasting several days. Pass very large blood clots during cycle. Depression and mood swings.